Event description:
Sorin group (B)(4) a report that, after the procedure was complete, the speed of the s5 mast roller pump changed unexpectedly to the maximum with no adjustment by the user. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group deutschland manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the speed of the s5 mast roller pump changed unexpectedly to the maximum with no adjustment by the user. The user was able to adjust the speed back to normal and the procedure was completed without further issues. There was no patient involvement. The investigation is ongoing. A follow-up report will sent when the investigation is complete.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a loose can connection. The connection was reseated to resolve the issue. No further failures were noted. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.